Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was having issues with the insulin pump all day. The device continuously alarms dead batter. He changes the battery and it was ok then it alerts its low and now it won't rewind. It also alarmed button error. The device had alarmed button error four hours ago and he was able to clear it and today it alarmed while he was attempting to prime. He didn't know his blood glucose level but thinks it might have been 79 mg/dl when the first button error alarm occurred. Customer then stated his blood glucose was 130 mg/dl when the second alarm occurred; current was 208 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clipslot.